Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation and total laproscopic hystorectomy, right salpingo-oopherectmy.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, anxiety, depression and endometriosis outcome was unknown. The reporter considered anxiety, depression, endometriosis, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, obesity, gerd, acne, dysfunctional uterine bleeding, dysmenorrhea, uterine bleeding, endometriosis and multiparous. Concomitant products included docusate sodium, oxycodone and phenazopyridine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation and total laproscopic hystorectomy, right salpingo-oopherectmy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, anxiety, depression and endometriosis outcome was unknown. The reporter considered anxiety, depression, endometriosis, menorrhagia and pelvic pain to be related to essure. The reporter commented: no. Of coils: right-5 coils, left-4 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information, patient medical history, concomitant medications added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation and total laproscopic hystorectomy, right salpingo-oopherectmy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, anxiety, depression and endometriosis outcome was unknown. The reporter considered anxiety, depression, endometriosis, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.